Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsule contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule contracture baker grade 3 and rupture.

Event description:
Healthcare professional reported "capsule contracture baker grade 3". Healthcare professional later reported "hole in radius (edge)". This record is for the left side. The device was explanted. Patient was prescribed singulair.